Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported gi bleeding and the heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Review of the submitted log file data confirmed low flow alarms; however, a specific cause cannot be conclusively determined through this evaluation. The controller event log file contained data on 16jul2019 spanning from 04:44:37 to 05:28:52, per the timestamp. Low flow events were captured throughout the log file, beginning at 05:02:50. These events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 8 low flow events persisted for 10 seconds or more, activating low flow alarms. No other notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of a bleed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department with complaints of bloody stool for two hours. The blood was extremely bright red. Patient underwent a colonoscopy and an enteroscopy, gi bleeding was confirmed. The patient received a blood transfusion and embolization of diverticulum. The bleeding resolved and the patient was discharged home. No additional information was reported.